Event description:
It was reported that the external pulse generator (epg) was pacing at a different rate than it was set to. It was further reported that when the biomedical engineer put in a new battery the generator paced at the set rate. Technical support (ts) suggested that the epg be tested fully, and sent in for service if there were any concerns. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.